Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed whereby the in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports with respect to the production order number. There were no nonconformances with respect to the sterilization process. There were no complaint related environmental monitoring related nonconformances when the production order was manufactured. There were no process and / or material changes within the production order number. Based on the manufacturing record review and historical review, the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed the return sample lens is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens was contaminated; dust particles were present and expected as the lens was handled during the explant process. A diopter measurement was not possible due to the condition of the returned lens and thus no further analysis was possible. Investigation did not indicate any relationship with the design or manufacturing of the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye in a secondary procedure due to an unexpected post-operative refraction with myopic outcome. No incision enlargement occurred and vitrectomy was not performed. A replacement lens was placed. The replacement lens was of the same model but different diopter (zmb00 diopter 19.5), serial number (B)(4). Patient was reported to be doing well with the new lens.